Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation noted dark image discovered due to faulty charge coupled device (ccd) unit. Furthermore, puncture on cable and failed leak test were discovered. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, if an image is too dark and cannot be improved by adjusting the brightness, debris may be adhering to the cover glass and the endoscope¿s distal end. Wipe off the debris with a lint-free cloth moistened with 70% ethyl or isopropyl alcohol ". Based on investigation results, the complaint was confirmed and was due to faulty ccd unit the identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
See h10

Manufacturer narrative:
The device was returned, evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
It was reported the device had an image issue , image was dark. The issue was found at reprocessing. There was no patient involvement, no harm reported due to the event.